Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The led on the back of the cp2 paxscan was found to not be illuminated. It was reported that the x-ray detector panel and cp2 computer were replaced to resolve the reported issue. While testing, the bellows cover was observed to have a felt strip losing connectivity, though unrelated to the reported issue, the strip was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect cp2 and detector panel have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would not complete initialization. It was reported that the issue occurred when attempting to perform an image acquisition. The representative restarted the imaging system and reconnected the interface (umbilical) cable without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Device evaluation: the x-ray detector panel and cp2 computer were returned to the manufacturer for analysis. After functional testing, performance testing, and visual/physical examination, there was no fault found with the x-ray detector panel and cp2 computer. The reported issue was unable to be confirmed. When installed in a known working system, the system booted and readied as expected, and 2d and 3d images were acquired successfully.